Event description:
The facility representative reported a flogard infusion pump with a low battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed through the alarm log. It was identified that the battery was in "disrepair". The main battery was replaced in order to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.